Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was not sensing while on the other hand, atrial pacing was appropriate. Moreover, the atrial electrogram (egm) showed a very little signal on it once programmed to ddd and tested for sensing and threshold. A reprogramming was done yet still no signals were noted. The patient was brought to the laboratory for atrial lead replacement. A troubleshooting was done in which the atrial lead was hooked to the pacing system analyzer (psa) and it was noted that the p waves was at 0.5 to 1 millivolts. The atrial lead was then hooked back to device yet still the egm channel was almost flat. Further, the lead setting page was reviewed in which it was noted that the atrial lead sense was turned off. Hence, it was programmed on thereafter. There were no other intervention done than pocket dissection to get to the atrial lead. To date, this ra lead remains in service. No additional adverse patient effects were reported.